Event description:
It was reported "during the catheter insertion procedure, a problem was identified with the guide wire: difficulty in advancing the wire, bending of the guide, excessive resistance when trying to insert it. On the second attempt, the material from the same batch also had the same problem." The patient's current condition is reported as "unknown". Associated MDR numbers include: 3006425876-2024-01155.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.